Event description:
A ventilator was returned to the MFR for service. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service center, a failure of the device to charge it's internal battery was observed. The device's internal battery was replaced to address the issue.